Manufacturer narrative:
The root cause for this malfunction was found to be related to the design and manufacture of the trays within this lot coupled with mishandling of nonconforming product by onkos. The tray bracket, which is designed and manufactured by phillips precision medicraft, was designed based on the nominal dimension of the instrument shaft where the instrument interfaces with the bracket. Variability and lack of validation of the coating process, which is performed by a supplier of precision medicraft, also contributed to this issue as the coating was thicker than what was originally accounted for when medicraft designed the bracket. However, these issues were identified prior to releasing trays to the field during final product checklist activities at onkos. The final product checklist trays and an additional tray were at onkos for training and were found to not fit pl-plane-03n correctly. These trays were mishandled as they were never marked as nonconforming via a quarantine ticket, and they were sent back to (B)(4) without identifying them as nonconforming. The trays were placed into fg and one was sent into the field causing this complaint. The instrument (pl-plane-03n is not suspected to be a contributor to this complaint as the feature is inspected and the bracket of the trays has been found to be too small to interface with the instrument when the instrument is within it specification.

Event description:
An onkos representative was performing a training of sales representatives on the use of instruments in tray 21. When he attempted to remove pl-plane-03n, it was difficult to remove as the bracket was tight around the shaft of the instrument. He was able to remove the instrument but sustained a laceration on his hand due to striking the cutting surface of one of the adjacent instruments in the tray. He did not seek further medical care after the injury. There have currently been no reports of further complications or long-term harms that have occurred from the injury. As this issue occurred during training, no patient was affected by this issue.